Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of output anomaly was confirmed in the laboratory. An arc mark was observed on the device can. Further evaluation of the arc mark indicated the presence of lead material. The device was tested on bench and using automated test equipment and analysis found high voltage circuit damage on the device. No other anomaly was found and the device met all of the other test specifications. (B)(4).

Event description:
It was reported during an attempted implant, an output anomaly was observed. During the case, the device displayed an alert after the patient was induced and three unsuccessful shocks were delivered by the device. The patient was rescued by external defibrillation. The message stated one or more of the therapies had been aborted due to possible output circuit damage. The episode diagnostics for the unsuccessful shocks displayed low impedance. The device was replaced and the lead was capped.